Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm after changing their infusion set. Customer experienced an elevated blood glucose (bg) level; however a specific bg value was not provided. A pump correction bolus was delivered to address bg level. Customer declined to perform a system check with tandem technical support; therefore, the source of the occlusion could not be determined.

Manufacturer narrative:
No failure was identified related to the reported event; however , a different issue was found.